Event description:
During uterine ablation procedure using bovie # 73212, the angeled-resecting loop, lot # 10579-cm, size 24 x 2 melted/vaporized. Also the tip of the 30 degree telescope melted or vaporized. Bovie coag set on 250 of cutting current. The conceptus sheath was grounded.